Event description:
Eight hours follwing a coronary drug eluting stenting treatment procedure; the pt experienced an acute thrombosis. In 2005 the target lesion was 70-80% stenosed and non-calcified. The lesion was located in the non-tortuous, mid left anterior descending artery (lad). The lesion was redilated with a 2.5 x 14 mm jocath balloon at 12 atm for 10 seconds; multiple inflations were done. A taxus express2 3.0 x 24 mm drug eluting stent was then deployed at 12 atms for 15 seconds. A taxus liberte 3.0 x 24 mm drug eluting stent was then deployed at 12 atms for 15 seconds. Timi 3 flow was established. No post dilation was performed. Eight hours later the pt complained of chest pain and diaphoresis. An EKG performed showed st elevations indicating an anterior wall myocardial infarction. The pt was taken to the cardiac catheterization lab for angiopgraphy which, when performed, confirmed the thrombosis in the stent region. Intervention was performed and a 3.0 x 14 mm jocath balloon was inflated to 12 atms for 10 seconds. This did not achieve the desired result. The physician then inflated a 3.5 x 14 mm jocath balloon to 14 atms for 15 seconds. Slow blood flow was now restored. The pt was put on an anti-thrombotic therapy regimen including 10mg reopro bolus + 10 mg IV for 12 hr. Angiography performed in a month later showed timi 2 or timi 3 flow established on reopro. Additional information regarding this event has been requested.